Event description:
It was reported that the device was used during a colostomy takedown procedure. The cartridge was loaded into the device, the colon was taken down from the abdominal wall and they were resecting the dry tissue. The device was fired and when device was opened the staples were in "goal post" shape and not the "b" form as intended. A new cartridge was pulled, loaded into the same device, fired, and staples were properly formed. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.